Event description:
The patient was hospitalized for elevated blood glucose levels. The patient's husband also reported that the pump keypad cover was damaged.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a tear in the keypad cover but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.